Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, no drops of insulin were observed from the end of the infusion set tubing during the load procedure. The cartridge was reloaded to resolve the issue. Additionally, an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Customer¿s blood glucose level was 174mg/dl.